Manufacturer narrative:
Device investigation: the catheter was returned lodged inside the peel-away sheath. There were faint traces of blood trapped inside the sheath. The sheath could not be removed from the catheter because of the distal flat spot in the catheter 0.5 to 4.5 cm from the distal tip. Good flow was observed through the catheter. A 0.070" mandrel was introduced into the hub and advanced distally until it stopped 15 cm from the distal tip. The catheter is non-functional. Although the complaint describes an out of box failure, the distal section of the catheter appears to have been flattened during insertion into the pt. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The hospital removed a neuron delivery catheter 070 from the package and housing unit. A crease in the distal tip was noted. Product was not used in pt. A new neuron delivery catheter was used without issue.